Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Equivalent rpns verified for regulatory clearance checks. PMA/510(k) # k121430. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the following additional information was provided: ¿can you please request the customer to clarify if the stent was deployed in the patient but did not expand? Or was it that the stet did not come out of the delivery system at all? When entering the patient's biliary tract the stent did not leave the system. Also can it be clarified if the stent was partially exposed when removed from the patient's body? It was partially exposed, left to the phalanx of the stent and didn't advance further.¿ the following additional information was also provided: ¿when it stopped deploying was it still possible to pull the trigger on the handle or was the trigger stuck? The was trigger stuck if possible to still operate trigger was the red deployment marker on top of the device still moving when operating the handle? The marker didn't move. Was any noise heard or was anything noticed to be broken? No noise was heard, nothing seemed broken. Were there kinks noted on the introducer? No. Was the elevator open/closed? The elevator was open. Was it possible/was there an attempt made to retract the stent? The catheter was removed from the patient's bile duct and there was an attempt to move it from the outside without success as well. Are there any images available? No images.¿ the device involved in this complaint was not available for return to cook ireland for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. However, from the additional information provided that the trigger was stuck, a possible root cause for the difficulties encountered may be that the directional button became disengaged and therefore deployment of the stent was not possible. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as per the instructions for use, notes section the user is instructed of the following: ¿if any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the catheterization procedure the introduction of the metal prosthesis was started without success, because it didn't progress and didn't expand, making it impossible to release.